Event description:
Patient's family member called lfs and alleged that the patient's meter was missing segments. The patient's family member stated that the patient tested and obtained a result of 200 mg/dl. The family member also reported that this result was obtained while the patient was experiencing sweating, thirst, and a headache. Sweating and a headache are common symptoms of hypoglycemia and thirst is a symptom of hyperglycemia. The patient did not take any actions after testing. Less than one hour later, another blood sugar test was taken on another meter; the reselt was low. The patient's physician was phoned for advice. Treatment, if any, was not reported. Based on the information provided, there is evidence of meter malfunction; the missing segments issue was not resolved with troubleshooting. There is, however, no evidence of a serious injury. The patient did not require medical intervention and it is difficult to tell based on the symptoms, if the patient was suffering from high or low blood glucose. The meter has been replaced for the patient.